Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of fungal peritonitis, which warranted hospitalization, removal of the pd catheter (not a fresenius product), antibiotic therapy and transition to hemodialysis (hd). Per the pdrn, the etiology of the peritonitis was a breach in sterility when the ¿blue pin¿ allegedly fell out of the liberty cycler set onto the floor, and was placed back into the cassette prior to completing treatment. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, fungal peritonitis (fp) is a critical complication of peritoneal dialysis, often associated with treatment failure. Based on the information available, there is no allegation or objective evidence indicating a liberty cycler set caused the patient¿s fungal peritonitis. However, given the manufacturer evaluation of the liberty cycler set is pending and a product malfunction is alleged; the liberty cycler set cannot be excluded from having a possible contributory role in the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer service that the patient has peritonitis and is on temporary hemodialysis. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient is reliant on their daughter for initiating and discontinuing ccpd therapy. However, recently the pdrn discovered that the patient has been disconnecting alone in the morning, for approximately 30 days. The pdrn stated the patient does not have the dexterity to perform ccpd therapy alone. Recently during follow-up with the patient¿s daughter, it was alleged that the ¿blue pin¿ (not the pd catheter cap, as initially reported) fell out of the liberty cycler set onto the ground. The patient allegedly reinserted the blue pin and completed pd therapy, which ultimately led to fungal peritonitis. The patient was hospitalized (date not provided) and peritoneal effluent fluid cultures were positive for candida parapsilosis (date not provided). The patient was treated with intravenous vancomycin (dose, frequency and duration not provided), and the patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided). A hemodialysis (hd) catheter (not a fresenius product) was surgically placed, and the patient transitioned to hd therapy, to allow time for the patient¿s abdomen to heal. The patient is recovering from the event and plans to return to pd therapy if able. The discharge summary was requested; however, the records were unavailable. There is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set product malfunction or deficiency caused or contributed to the serious adverse events.